Event description:
It was reported that the "impella ¿ in aorta" alarm occurred continuously, although echocardiography confirmed the pump to be located within the ventricle. The device was operating at p2; attempts to increase the p-level immediately triggered a suction alarm and the flow rate could not be increased. Motor current demonstrated mild pulsatility, and the aortic-placement signal also showed pulsatility, consistent with the patient monitor. In the parasternal long-axis echo view the pump position could be clearly assessed: the impella tip was positioned approximately 3.5 cm deep within the left ventricle and was free within the lv cavity. The pump had been in situ for 15 days. Flow could not be increased and alarms persisted despite minor repositioning maneuvers. At p7 the device continued to display flows of 1.8 l/min, no lv signal could be derived, and a suction alarm occurred. Purge flow and purge pressure were within normal limits. Explantation of the pump was recommended because adequate pump flow could not be achieved. The patient was reported to have survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
H6 medical device problem code a160105 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. False alarm: based on the biomaterial ingestion signatures prior to the reported false alarms noted in data log review and confirmation of biomaterial around the impeller on returned product, the cause of the false alarm was determined to most likely be due to biomaterial ingestion. Low pump flow/pump suction: based on the biomaterial ingestion signatures prior to the suction alarms noted in data log review and confirmation of biomaterial around the impeller on returned product, the cause of the low pump flow/suction was determined to most likely be due to biomaterial ingestion. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B3: updated the date event occurred per new information.